Event description:
It was reported that when using the bd pyxis¿ medbank tower, a message appeared on the screen stating that the drawers were offline. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were offline. A field service engineer assisted the customer in restarting the cabinet using the power switch and restarted the all in one (aio) to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.